Event description:
It was reported that a spectrum iq pump buttons were stuck during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'buttons were stuck' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failing keypad keys. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.